Event description:
New information received indicates that the lead also exhibited loss of capture. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and far r oversensing. Final analysis found a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported events of failure to capture and far r oversensing were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far r oversensing. X-ray imaging was performed and it was noted the right atrial lead had dislodged. Programming changes were made. The patient was stable.